Manufacturer narrative:
The device was above elective replacement indicator (eri) upon receipt. Visual inspection noted outer helix length was within specifications. Analysis of device indicated that device was within normal range of operation. Further analysis performed showed normal device characteristics. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
During a post-implant follow-up, the leadless pacemaker (lp) was found to be dislodged from the right ventricle to the right femoral vein via diagnostic imaging. The lp was retrieved, explanted and replaced with a new device to resolve the event. The patient was in stable condition.

Event description:
Additional information was received that this event was covered in swiss medical weekly, when pacing goes off track: macrodislocation of a leadless pacemaker. It was reported that the dislodgement resulted in leg muscle stimulation. Details are listed in the article titled "when pacing goes off track: macrodislocation of a leadless pacemaker".